Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itching, no open areas. There was no alleged device malfunction. The patient's physician approved end of use due to the irritation. The rash was reported as improved after removal of the device.